Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with incontinence. The physician suspected that the cuff was not coapting because the balloon was not filled in the original implant. The balloon was still empty upon explant. The physician replaced the aus, but the smaller balloon did not have enough pressure, so a larger balloon was used to complete the procedure. There were no patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with incontinence. The physician suspected that the cuff was not coapting because the balloon was not filled in the original implant. The balloon was still empty upon explant. The physician replaced the aus, but the balloon did not have enough pressure, so a larger balloon was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory, the returned components underwent a thorough analysis. The balloon was visually inspected with no abnormalities and passed the leak testing performed. The balloon did not pass the functional testing due to the output pressure being above product specifications. The reported device mechanical issues were confirmed.